Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa-4203vf intraocular lens in the left eye. During insertion, the posterior capsule was found to have torn. The surgeon performed a vitrectomy and implanted an alcon lens. Preop bcva was 20/40 and intraocular pressure was 9mm. Postop-iol exchange va was 20/25 and intraocular pressure was 13mm. The pt's prognosis is "pt is doing fine, no problems."